Event description:
The physician was deflecting the z flex steerable sheath into the right inferior vein when an error code was received saying there was fluid in the balloon. Everything was removed, however, the physician could not see any fluid in the balloon. They aborted the case at this point. The physician mentioned that the sheath tip was soft, if kept prolapsing and no pushability in the left superior vein.

Manufacturer narrative:
Device evaluation summary: greatbatch medical has received a total of four separate complaints for the z flex-270 steerable sheath (z flex) in which the returned product displayed ptfe liner damage in the inner lumen of the sheath. The ptfe liner damage was approximately 2-3 mm in length in the distal tip flex area near the flattened pull wire and composite tube exit. The manufacturing procedures were reviewed; there are 100% lot inspection steps for checking the inner lumen of the sheath with a boroscope for defects and ptfe liner damage. There is no evidence suggesting the manufacturing or assembly steps are contributing to the damaged liner. Attempts to replicate the failure of the ptfe liner were performed using unadulterated z flex devices. Testing included sheath deflection cycle testing, multiple insertions and retractions of a cryoablation balloon catheter through the sheath tip, and sheath tip constraint testing. Results showed no degradation to the liner or composite tube. Additional investigations are still in process. This MDR will be updated once final investigation results are available.